Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The cause for the failure is failure of the adhesive joint between the trigger and magnet, allowing the magnet to come out of the trigger. The device was repaired and returned to the customer.

Event description:
It was reported that the device was running without the trigger being pressed. The device was sent in for repair, there is no information regarding patient involvement or adverse consequences.